Event description:
It was reported that the patient was admitted after experiencing syncope and ventricular tachycardia storms. The device failed to deliver shocks to the patient despite being on medication. Subcutaneous array coil placement was planned to improve shock vector but did not improve. Due to the patient's condition, physician decided not to perform any invasive procedure. Patient ordered dnr and placed in palliative care with shock therapy turned off and bi-ventricular pacing was turned on. The patient was discharged.